Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The brake gap was un-seized to remedy the fault. During visual inspection, cracked front enclosure was noted. The autopulse platform is a reusable device and was manufactured in 2013 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data shows that multiple ua 16 error messages occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The archive shows no event occurred on (B)(6) 2017. The platform failed the initial functional testing due to error message ua 16 displayed upon pressing the continue button on the platform. The brake gap was un-seized to remedy the ua 16. Additionally, ua 45 (not at home position after power-on/restart) was displayed upon powering on the platform, unrelated to the reported complaint. The drive shaft was rotated to home position to remedy ua 45. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure was replaced and the clutch plate was deburred to remedy the sticky clutch, after which the platform passed both the run-in test and all the final functional testing. Historical complaints were reviewed and one similar complaint was reported for this autopulse platform (sn: (B)(4)) for error message user advisory (ua) 16 (timeout moving to take-up position), which was (B)(4) that was reported on (B)(6) 2014. The drivetrain was replaced to remedy the fault.

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 16(timeout moving to take-up position) and the customer was not able to clear the error message. No patient involvement was reported.